Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding an imaging system outside of a procedure. It was reported that the left side of the o-arm was 2 mm off. The left side was recalibrated and there was no patient involved with the issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that right side was inaccurate and thus calibration navi with o-arm right side was needed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that right side was inaccurate and thus calibration navi with o-arm right side was needed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.